Event description:
It was reported that the ilet did not charge when placed on the user¿s charging pad during a follow-up, while a control charging pad confirmed that the ilet itself charged normally. Symptoms included no clinical effects. Outcomes included no impact on health or care. Investigation included troubleshooting and education. Investigation of this case revealed a nonfunctioning charging pad, with the ilet device operating as intended when tested on a known-good charger. It was concluded, based on previously established findings for similar reports, that the cause was a faulty accessory charging pad.